Manufacturer narrative:
Citation: yashima f, et al. Statin therapy for patients with aortic stenosis who underwent transcatheter aortic valve implantation: a report from a japanese multicentre registry. Bmj open. 2021 jun 11;11(6):e044319. Doi: 10.1136/bmjopen-2020-044319. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of statin therapy on the mid-term mortality of patients after transcatheter aortic valve implantation (tavi). All data was collected from a fourteen-center registry between 2013 and 2017. The study population included 2,588 japanese patients (predominantly female, mean age 84.4 years) who underwent tavi with edwards (sapien xt and sapien 3) or medtronic (corevalve and evolut r) transcatheter valves. No unique device identifier numbers were provided. Among all patients, the in-hospital all-cause mortality included 70 patients. At mid-term follow-up (median follow-up period was 660 days), the authors did not specifically report the all-cause and cardiovascular mortality rates but noted that statin therapy at admission was associated with significantly lower mid-term mortality. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, in-hospital adverse events included: stroke; bleeding; vascular complications; moderate to severe aortic regurgitation; and moderate to severe mitral regurgitation. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.